Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 3.2, lab: 2.2. (B)(6) 2011, 2.2, 1.7. The strip lot for testing on (B)(6) 2011 was not known. Testing on (B)(6) 2011 used strip lot #243934. All testing was done within an hour on the same day.

Manufacturer narrative:
Investigation pending.